Event description:
It was reported that prior to a radical neck dissection the activation buttons did not work. Completed the procedure with the foot pedal. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).